Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix iliac limb stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for an unknown reason where a potential type ib endoleak was observed. The physician elected to monitor the patient since the patient is currently undergoing chemotherapy and will perform a follow-up CT at an unscheduled date. As of the date of this report, there have been no additional patient sequelae reported.